Event description:
During orif of left tibial plateau fracture, as surgeon was drilling into plate, the tip of the drill broke off and could not be removed by the surgeon. The decision was made by the surgeon to leave the broken piece within the bone.